Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a screen that had lines through it. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown screen has lines through it . There was not any patient involvement reported. Not any patient injury or medical intervention reported during initial report.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a screen with lines through it was confirmed and reproduced during product evaluation. This condition was due to a display issue. The user interface module (uim) lcd screen was replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. This device is a p1.7 colleague pump with a user interface module software version of 8.11.00.